Manufacturer narrative:
(B)(4). The service engineer replaced the gui pcb , upgraded the software, performed all calibrations and tests. The ventilator was then returned to patient use.

Event description:
It was reported that the display freezes. There is no reported patient involvement associated with this event.